Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 7077523. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI): (B)(4). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were not returned as they were retained by the facility. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the IFU / product label. Per the IFU, possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include procedural risks such as infection. Based on the available information, boston scientific has determined that infection is a known inherent risk with use of the device, as documented in the IFU.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from the spinal cord stimulator (scs). The patient experienced pain, burning sensation, redness, inflammation, and swelling around the surgical sites. The physician checked the surgical sites and decided to run labs to confirm possible infection. Cultures taken confirmed staphylococcus aureus. The physician believes that the infection is device and procedure related. The patient was administered antibiotics. The newly completed laboratory does not give any indications of increased inflammation values; even the current blood cultures show no evidence of germs in the final result. The patient then later presented again and this time with a pus-filled blister along the course of the scs lead. The lead was overheated and reddened, therefore the scs system was removed in its entirety. The explanted devices were retained by the medical facility and were selectively preserved for bacteriological analysis, therefore will not be returned. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from the spinal cord stimulator (scs). The patient experienced pain, burning sensation, redness, inflammation, and swelling around the surgical sites. The physician checked the surgical sites and decided to run labs to confirm possible infection. Cultures taken confirmed staphylococcus aureus. The physician believes that the infection is device and procedure related. The patient was administered antibiotics. The newly completed laboratory does not give any indications of increased inflammation values; even the current blood cultures show no evidence of germs in the final result. The patient then later presented again and this time with a pus-filled blister along the course of the scs lead. The lead was overheated and reddened, therefore the scs system was removed in its entirety. The explanted devices were retained by the medical facility and were selectively preserved for bacteriological analysis, therefore will not be returned. Post operatively, the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7077523, model/catalog description: artisan lead 70 cm, unique identifier (UDI): (B)(4).